Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be replaced on (B)(6) 2019 due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.